Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2xft8, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause might be due to potential patient movement during the trial leading to migration and that the lead was not broken, the tines may have been weak, the lead was intact

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2xft8 serial# implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 11-sep-2025, UDI#: (B)(4) h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a trial patient who was using an external neurostimulator (ens) for fecal incontinence. Their trial start date was (B)(6) 2024. It was reported that the patient felt the stimulation throughout the entire trial. However, on (B)(6) 2024, the date of the stage 2 trial when the physician opened up the pocket and the lead was exposed; the lead had migrated completely out of the foramen. Hcp reported the lead was broken; the tines were not effective and did not hold the lead wire in place. The issue has been resolved.

Manufacturer narrative:
H3: analysis of the lead (lot# va2xft8) revealed, that the returned device passed all functional testing. No anomalies were identified. Continuation of d10: product ID: 978b128, lot#: va2xft8, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.